Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker upgrade procedure. The physician placed the left ventricular lead in the target vessel. When the physician attempted to test the lead, the connector sleeve would not fit over the lead properly. Another connector sleeve was used without success. The physician commented the lead looked warped near the pin. The lead was removed and replaced with no difficulty. The procedure was completed without any complications. The patient was stable.

Manufacturer narrative:
As received, a complete lead returned without the connector sleeve. Visual examination of the lead found the connector boot appeared to be larger in one area and the lead coil was bent/kinked consistent with procedural damage. The lead connector passed insertion testing into a test ICD device, but did not pass insertion testing into a test is4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the sleeve insertion failure and other reported field event.

Manufacturer narrative:
The complete lead was returned for analysis with the reported events of is-4 connector sleeve would not fit over the lead and the lead connector looked warped. Visual examination of the lead found the connector boot appeared to be larger in one area and the lead coil was bent/kinked consistent with procedural damage. The lead connector passed insertion testing into a test device but did not pass insertion testing into a test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot that may have contributed to the sleeve insertion failure and reported field events. Correction: h10 - analysis conclusion.